Manufacturer narrative:
Concomitant medical products: etlw1613c124e, sn (B)(4), expiration date: 2018-11-10, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 5 cm in diameter abdominal aortic aneurysm. It was reported the patient returned for follow up. The CT revealed that the left endurant iliac limb was occluded up to the flow divider. The physician elected to perform thrombolysis within the stent grafts. The occlusion was corrected and blood flow was restored. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the left limb occlusion could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. The pre-implant films returned revealed that the patient had a 25mm diameter distal aortic which was extremely calcified; 15 ¿ 20mm flow lumen diameter. Films returned from 5 weeks post-implant revealed that thrombus was observed along the inner wall of the bifurcate aortic body, and the left/contra limb was 100% occluded beginning at the flow divider. Blood flow reconstituted distally at the left iliac bifurcation. The right limb was patent. Within the distal aorta the left/contra limb was observed to be compressed down to 7mm ID (10mm od), and at the distal end the 13mm nominal diameter limb narrowed down to ~6mm ID (8mm od). It is possible that the iliac limb compression within the calcified distal aorta and distal segment of the lcia which resulted in a diameter restriction, contributed to the occlusion due to the flow restriction. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.